Event description:
Pt was evaluated for lower back pain. An ultrasound treatment was indicated and provided on her lower back at 1.5 w/cm2. After about one minute into the treatment an audible crackle was heard and the pt jumped and complained of a shocking sensation. The treatment was discontinued and the machine was sequestered. The therapy was continued with another machine without incident.